Manufacturer narrative:
(B)(4). The reported condition that the jaws would not open was not confirmed. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The knife cut cleanly when activated on test cut media. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open while being applied to tissue. The knife blade did not retract as well. This occurred after several successful uses with the device. The surgeon was able to remove the device from the patient without any tissue damage. The knife blade was retracted after heavy force was applied to the trigger and the jaws opened while the device was outside of the patient. A new ligasure device was used to complete the procedure and there was no injury to the patient.